Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed episodes of myopotential noise on the ventricular channel causing pacing inhibition, and triggering of false ventricular fibrillation. The lead diagnostic were normal and stable. Additional information was received stating the patient became syncopal, arrested and was resuscitated after pacing was inhibitied due to noise on the rate/sense channel. The entire system was explanted and replaced.